Event description:
It was reported that when using the bd pyxis¿ es server, refill report data discrepancy observed between the device, server, and pharmacy inventory system (pis) despite normal network connectivity. The refill data from reports generated directly on the device does not match the refill data from the pyxis es server or the pharmacy inventory system. Certain products appear on the device¿s pick report for refill but are missing from the server and pis refill reports. This issue was observed in units 6bp1, 6bp2, 7bp2, and sssp1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) validated communication health between server and carefusion coordination engine (cce) and confirmed no system-side faults. Further investigation was deferred as hospital information technology (hit) was actively troubleshooting the proxy issue, which was likely the root cause and later customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist (tss) accessed the issue.